Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error no motor movement or negligible movement. Retries to free a stuck motor failed. Alarms noted during testing. Insulin pump received with severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed error. The customer¿s blood glucose was 6.8 mmol/l at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer also state that they performed the displacement test and able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.